Manufacturer narrative:
Device evaluated by manufacturer: product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00339. The pt received an scs system on (B)(6) 2007 consisting of an ipg and two percutaneous leads for low back pain leg to foot. It was reported that she was experiencing discomfort at the ipg site as a result of weight loss. In addition, it was alleged that the pt was not receiving adequate stimulation coverage. Surgical intervention was undertaken to rectify these issues. The pt's ipg was replaced with a smaller model and her leads were repositioned. Effective stimulation was recaptured as a result of the procedure.